Event description:
Caller alleged discrepant results compared with another point-of-care (poc) meter (I-stat). Results as follows: date (B)(6) 2011, inratio2 1.3, poc 3.0. Pt's therapeutic range: 2.0 - 3.0 inr.

Manufacturer narrative:
Investigation pending.